Event description:
Covidien received information stating that an 840 ventilator had a burning smell and noisy compressor while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and replaced the solenoid valve. The unit passed all testing and operates within the manufacturing specifications. (B)(4).